Manufacturer narrative:
Due to characterization limit, e1 event site name: (B)(6). Additional ph. Number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during patient use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The iabp had display issues sometimes with ECG (direct) input signal. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were unable to duplicate the issue. The fse cleaned the ECG and ap direct input connectors as a precaution. Product passed all functional and safety tests per manufacturer specifications.